Event description:
Size 7 french vortex single access infusaport implanted in 2001 in right subclavian. Two months later, had difficulty with blood draws from port. Port flushed easily, but there was no blood return. Tpa administered times two doses with no results. Dye study performed which showed the catheter had broken off and a large piece of the catheter had migrated to the right pulmonary artery. Pt transferred to hosp for removal of catheter tip from artery. Port removed at hosp 4 days later.